Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications possible complications of the use of the orbera® system include: abdominal or back pain, either steady or cyclic.

Event description:
Reported as: the patient's orbera intragastric balloon was removed due to "patient complaining of significant abdominal pain. Endoscopy confirmed hyperinflation balloon."

Manufacturer narrative:
Supplement #1 - medwatch sent to FDA. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon shell was noted to be discolored, as it was blue and green in appearance. Green and white particulate matter was noted on the outer surface of the balloon shell, and green particulate matter was noted on the center patch. A sample fill tube was used for device testing. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from one opening on the radius of the shell. Under microscopic analysis, the opening was noted to have striated-edges, consistent with surgical damage and device removal activities. No particles or foreign material was noted in the valve channel.